Event description:
Received information that customer entered 182 into carb section of bolus option rather than blood glucose (bg) option. Customer's bg level was implanted (37). Customer stated she was drinking juice, would consume carbs, and temporarily disconnect from pump until bg's had gone up closer to target range.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted. Follow up same day with customer indicated that customer was fine and bgs were at 179.